Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a micro-stent implant procedure, the device would not come out of the applicator and doctor could not safely place in patient. Additional information was requested.

Manufacturer narrative:
Corrected information provided. No sample has been returned for evaluation for the report of would not come out of the applicator; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined and insufficient information is provided to evaluate the case. The system labeling provides clear instructions regarding loading of the stent onto the applier guidewire and deployment of the micro-stent. The manufacturer internal reference number is: (B)(4).